Event description:
It was reported that the user missed a meal announcement with the ilet bionic pancreas and required education on acknowledging high glucose alerts, which constituted an incorrect use procedure involving the user interface. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the family and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, tied to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.